Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 28-mar-2022 / serial#: (B)(4), UDI #:(B)(4), device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 14-oct-2020. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the patient developed a small pericardial effusion as seen on x-ray later confirmed with CT. Tamponade was suspected. The leadless ipg was placed successfully, the pericardial effusion was treated medically with no intervention required. No further patient complications have been reported as a result of this event.